Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to deformation of upward/downward angulation control knob, water tightness was lost; bending section cover, plastic distal end cover, connecting tube, universal cord, light guide protector, and grip all had a scratch; bending section cover had discoloration; adhesive on bending section cover had a chip; adhesive on bending section cover had a crack; adhesive on bending section cover had a white-clouded area; due to clogging of nozzle, water removal ability did not meet the standard value; control unit and scope cover were both shaved; and suction connector had corrosion. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a defective image as it suddenly became pitch black. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: control section and nozzle both had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.